Event description:
A caller reported a malfunction on the pump, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction code reappears, which the caller understood.